Event description:
Description of the issue: a customer in israel notified biomérieux of false negative result when testing with vidas® cmv igm 30 tests (ref. 30205, lot #1008793780, expiry date: 20-apr-2022) with a patient sample. Patient history: pregnant woman. 1st testing on (B)(6) 2021. Sample (B)(6). Vidas® cmv igm lot 1008793780: 467 rfv and index=0.42 tv negative (automatic pipetting). He compared with another method: cmv igm in abbott alinity 1.75 reactive: positive result. 2nd testing from (B)(6) 2022, with another lot vidas® cmv igm #1008988860 sample (B)(6). Vidas® cmv igm lot 1008988860: 1272 rfv and index= 1.71 tv positive (automatic pipetting). Cmv igm in abbott alinity: grayzone. The customer tested with another sample, with the lot #1008988860: sample (B)(6) (new sample). Vidas® cmv igm lot 1008988860: 1672rfv and index= 1.67 tv positive. Calibration was done and was valid. There is no indication or report from the laboratory that the issue led to any adverse event related to the patient's state of health. The product reference 30205 is not registered or sold in the united states. However, a similar device, reference 30205-01, is registered and sold in the united states. A biomerieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in israel that they observed a suspected false negative result observed when testing patient's samples on vidas cmv igm lot 1008793780. The customer did not provide any sample to biomérieux for testing. Investigation complaint analysis review of the complaints database did not reveal any evidence of a systemic quality issue. Analysis and tests conducted by complaints laboratory control chart analysis control chart analysis was conducted on eight (8) internal samples with respective targets at 0.43 / 0.54 / 0.89 / 1.06 / 1.15 / 1.42 / 1.76 and 2.17 tv (the last one is a sample from seroconversion phase), using eight (8) batches of vidas cmv igm ref.(B)(4), including lot 1008793780 (concerned lot) and lot 1008988860 (used by the customer during the verification). The analysis of the control charts showed that all results are within specifications: vidas cmv igm lot 1008793780 gave results close to the targets and was in the trend compared to the other lots (including the 2nd lot used by the customer: lot 1008988860). The concerned lot of vidas cmv igm lot 1008793780 expired before the date of the investigation, and the customer did not submit any material for testing, thus our complaints laboratory was unable to perform testing. Analysis of quality control data conducted by the quality assurance department for vidas cmv igm lot 1008793780 did not highlight any abnormalities for the samples tested before the batch release. Results were close to their respective target (within 2 standard deviation) whatever the index level (including samples with target within the equivocal zone). Customer data review analysis of the logs retrieved from the customer¿s instrument did not highlight any anomaly from the instrument explaining the initial vidas cmv igm negative result observed in december 2021. All the data related to the pipettor, the temperature, pump and scanner head show that all the data were in accordance with acceptance criteria. Conclusion biomérieux did not confirm the root cause and it is not possible to pursue further the investigation. According to the data above, there is no reconsideration of vidas cmv igm ref.(B)(4), 1008793780.